Event description:
Per the clinic, the patient experienced no sound and retention issue with device due to thick skin flap. Subsequently, the patient was treated with an injectable steroid (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.